Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had fractured housing. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the large chuck with key device was not spinning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, although it was reported to have occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.